Manufacturer narrative:
Product event summary (B)(4): the full lead was returned in segments, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: d154vwc implantable pacemaker cardio/defib (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had (B)(4) infection. Therefore the device and right ventricular (rv) lead was removed and replaced with a new device and lead. No patient complications have been reported as a result of this event.